Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-04110, #3005099803-2009-04112, and #3005099803-2009-04113 for a description of the other devices. It was reported to boston scientific corporation that five resolution clip devices were used during a hemostasis procedure performed in 2009. According to the complainant, as they were attempting to close a post-sleeve gastrectomy fistula using resolution clips, one of 5 clips that were used was successfully deployed. One clip did not detach from the base and a second clip closed from one side. A third clip broke at one end of the clip and the fourth clip was deployed but did not attach to the tissue. The patient underwent bypass surgery due to the clips not working well. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Failure to grasp tissue. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.